Manufacturer narrative:
(B)(4).

Event description:
A customer reported a ¿smoke¿ or haze emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The asp field service engineer (fse) troubleshooted with the customer over the phone and advised the customer to adjust/tighten the screw on the oil mist filter. The customer later called back to report the same issue as the troubleshooting did not resolve the issue and a field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from december 2017 to june 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the smoke/haze issue is likely due to the oil mist filter. The field service engineer tightened, then replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Sp complaint #: (B)(4).